Manufacturer narrative:
The symphony 24f device was discarded and not returned for investigation. The manufacturing records were reviewed and showed the product met design and manufacturing specifications. Based on the information provided, the cause of the adverse event could not be conclusively determined. There was no malfunction or device issue reported with the symphony 24f during the procedure.

Event description:
It was reported that during a pulmonary embolism (pe) procedure, the symphony 24f was advanced through the heart to the left pulmonary artery and after the first pass of 6 pulses, the patient began to cough up blood. The device was removed, and the thrombectomy procedure was aborted. Despite resuscitative efforts, the patient expired due to hypovolemia. A perforation of the left main pulmonary artery was identified after the patient had coded. The cause of the perforation could not be definitively determined and may have been related to trauma associated with multiple rounds of cardiopulmonary resuscitation (CPR)or potentially catheter-related trauma. It was indicated that coiling of the pulmonary artery (pa) was attempted after the patient coded; however, the patient expired before the coiling procedure could be completed. At this time, it remains unclear whether the device contributed to the adverse event. The physician stated the clinical outcome would have been the same regardless of device use.